Manufacturer narrative:
The technician replaced the ground plug to repair the bed.

Event description:
Information received indicates, the bed has a high ground resistance reading due to a loose ground pin.